Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform distortion near leaflet 3, and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had two tears of approximately 1.5mm on the cusp region, and 5mm near commissure 2. Leaflet 2 had a tear of approximately 3mm near commissure 2. Calcification was evident near the tears. The sewing ring was cut around the valve and exposed the wireform at the inflow aspect. The wireform was also exposed near leaflet 3 and on commissure 2 at the outflow aspect. Additional manufacturer narrative: customer report of stenosis, calcification, and leaflet tear was confirmed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors, likely contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned the 23mm valve was explanted due to severe aortic stenosis. There were extensive calcifications scattered throughout the ascending aorta and along the base of the leaflets of the valve. It was reported that patient takes calcium supplements. The patient also underwent left cryomaze procedure coronary bypass x 3 during the procedure. The explanted device was replaced with a 23mm 3300tfx aortic pericardial valve. The patient was transferred to the intensive care unit (ICU) in critical condition. Pathology reported "the cusps are stiffened with commissural calcifications and do not completely close. One cusp shows a 0.5 cm linear tear, while the remaining cusps are intact."

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information were unsuccessful. Without additional information or return of the device the clinical observation cannot be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic pericardial valve was explanted due to aortic stenosis after an implant duration of ten (10) years, four (4) months, nineteen (19) days. No additional information was provided.